Event description:
The issue reported involved the caller updating time, personal profile, or settings including sleep schedules. Customer's blood glucose level temporarily dropped to 49 mg/dl. To address this, the customer consumed carbohydrates and did not require assistance from a third party. Technical support assisted the caller with updating basal rate settings according to the healthcare provider's recommendation.